Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows minimum signs of usage with crystal like deposits at the output window; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; no failure found. Probable root cause: based on the results of the investigation, , the reported problem of a compatibility issue between fiber and card could not be confirmed; there is no failure found with the returned fiber or fiber card.

Event description:
I was reported that when beginning a prostate procedure, a compatibility issue between the fiber and the fiber card occurred. The case was performed using an alternate procedure (turp).outcome: "no damages to the patient".